Event description:
It was reported the patient information center ix indicating alarms coming across fine but no audio alert coming across. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A field service engineer (fse) went onsite to evaluate the device and found that the remote audio sender was plugged into the wrong port on the patch panel. Plugging the patch cable to the correct port on the patch panel resolved the audio issue. Based on the information available and the testing conducted, the reported problem was confirmed. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.